Event description:
The patient reported while charging their op5 controller the screen was black, and the controller would not charge. The patient noted that the charging cable was also melting. The patient reported using the charging cord provided with the device, however the cord was reported to be green. Insulet does not provide green charging cords. No impact on the patient's blood glucose levels was reported. The patient did not require any medical treatment. The patient reported they are using an alternate form of insulin delivery until their replacement controller is received. The device is not expected to be returned.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.